Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the cause was not determined. The rep programmed around the electrodes with high impedances. The patient was getting good coverage. Doctor has been notified.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer's representative regarding patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that settings not available was seen on the controller. The rep reported the patient had the ins replaced due to normal battery ins depletion. Rep reported when the patient attempted to increase intensity, controller showed settings not available, cannot provide your desired intensity settings. The following information was provided: a1: 300pw/80hz. 0.8ma 0+ 1+ 2- a2: 600pw/80hz 10.1ma electrodes: 9 10 11 electrode impedance: reference 0 1: 470 ohms 2: 530 ohms 9: 9050 ohms 10: 600 ohms 11: 500 ohms reference 1 2: 520 ohms 9: 13690 ohms 10: 600 ohms 11: 500 ohms reference 2 9: 14370 ohms 10: 600 ohms 11: 500 ohms 8: 22000 ohms. It was reported the patient had electrode pairs impedance measurements of >4000 ohms. Rep reported impedance showed 8/9 avoid. Rep to reprogram around those. No further complications were reported/anticipated.